Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: event - the reservoir was inserted in the patient on (B)(6) and it didn't work on (B)(6) lot number of 2177 reservoir used, if known. - the lot number is jt8331. Did the product function properly upon the first activation? No information. Was there any deficiency or anomaly noted prior to using reservoir? No information. How long was the device used before the inadequate suction occurred? No information. Was the anti-reflux valve found detached/closed/opened? No information. Did the end users check to assure that all connections were secure? Yes or no? No information. Did the reservoir inflate quickly upon activation? No information. Was leakage detected? If so, where? No information. Was there a failure of the locking plate mechanism? No information. Was the drain functioning adequately? If not, please provide product code and lot number of the drain used in conjunction with the complaint reservoir. No information.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 and a reservoir was connected to a drain. On (B)(6) 2016, the reservoir was unable to suction in the chest cavity. There was no adverse patient consequence reported.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. During sample evaluation it was verified that the plate was able to be opened and closed without any issue. The sample does not have any broken or damaged components that could have affected its function. Root cause could not be determined.